Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a salpingectomy, the trocar broke when trying to reinsert it again after it had fallen out of the patient. The nurse said that they found out when they saw a bit of plastic within the patient. The piece was removed. No patient injured. The piece that was removed from the patients cavity was compared to what was missing from the trocar. No additional pieces had broken off. The piece had come off the cannula.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one versastep plus 15mm cann/dilt w/radexpsl opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident was that the cannula was broken and the component disengaged into the cavity and was retrieved. The circular and envelope seals were intact. The cannula was broken at the distal end. The device failed an air leak test. Visual and functional* testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the broken cannula. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.